Event description:
Patient reported having been diagnosed with lupus or lupus-like syndrome. Healthcare professional later reported "no complaint" against the device. This record for the right side. Device was explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2303 medication required. Information contained in this report was previously submitted through psr on 23/apr/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lupus is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision due to contralateral side rupture and capsular contracture.